Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not received for evaluation. A review of the device history records for manufacturing revealed no complaint related issues. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Additional information was received (B)(4) 2013.

Event description:
This report is for file (B)(4).

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon inserted nail and upon inserting the blade, blade would not advance. X-rays were taken to reveal that the locking mechanism in the nail was engaged. Surgeon removed everything and adjusted mechanism on nail. Surgeon re-inserted everything and completed the procedure successfully with no harm to the patient. All hardware is currently implanted.